Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was sent to engineering for further investigation. During the engineering evaluation the reported problem was confirmed but not replicated. System logs review confirmed error 23008 indicating pot to encoder communication faults, reported on the vertical axis. Error 32098 and 23068 were also confirmed indicating motor encoder faults, also reported on the vertical. As a result, it was concluded that the constant force spring (cfs) motor assembly and acu board are consistent with the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to cfs motor and acu sensor failures causing communication issues within the vertical suj which triggered errors 23008, 32098 and 23068.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and confirmed error 23008 was present in the system logs pointing to an issue with the set-up joint (suj) 1. The fse replaced the unit to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj1 was analyzed and failed sujz iloop calibration, but error codes were not replicated. Installed a known good axes controller setup (acu) board, and the unit passed relevant testing. Re-tested unit with original acu board and unit continued to pass tests. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, failure analysis could not determine a root cause. The unit was sent to engineering for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which as of 02/13/2025, a review of the site's complaint history identified (B)(4) is a related record of (B)(4). A review of system log report was performed. Per the review, the following was confirmed: system serial number and event date, the issue was recorded through 2 procedures within the event date. Investigation revealed the following possible related system errors: 23008 (pot to encoder error, manip1, usm_suj_vertical). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was confirmed but not replicated as failure analysis found no damage and no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The unit was sent to engineering for further investigation. This issue is captured in the gen 5 system, clinical risk analysis, (B)(4) via risk ID (B)(4).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an error 23008 occurred multiple times. The error was recovered by selecting retry. The technical support engineer (tse) checked the error logs and found multiple 23008 errors on vertical set up joint (suj) 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer completed the robot surgery with universal surgical manipulator (usm) 1 disable status. The procedure was a lobectomy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the errors via the error logs. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.